Event description:
As reported via a field clinical specialist, 2 years and 4 months post implant of a 23 mm sapien 3 valve in the native aortic annulus the patient presented with congestive heart failure and was found to have moderate central regurgitation and probable severe paravalvular leak, for a total of severe aortic insufficiency. There was a concomitant mobile fibronous strand and late endocarditis was suspected. The patient was afebrile and blood cultures were negative. 5 months later, a 23 mm sapien 3 ultra valve was prepped and successfully implanted valve in valve. The patient was doing well post procedure.

Manufacturer narrative:
Corrected data: supplemental report submitted to correct a1, a3, b5 for clarification, d4: serial number, d4: expiration date, d6: implant date, h4, h6, and addition to h10. H10: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the event was unable to be determined, but may have been due to patient and or procedural factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported via a field clinical specialist, 3 years post implant of a 23 mm sapien 3 valve in the aortic position via transfemoral approach the patient developed severe aortic insufficiency and presented with congestive heart failure. A 23 mm sapien 3 ultra valve was prepped and successfully implanted valve in valve. The patient's regurgitation resolved. The patient was doing well post procedure.